Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon could not close the jaws of the monopolar curved scissors (mcs) instrument. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
An investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The instrument was analyzed and found to have blade damage at the tip/midpoint of the blade. One of the blade edges was indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. A review of the provided image is consistent with the complaint. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.